Manufacturer narrative:
Investigation summary: one photo was provided. It shows a needle assembly with the bottom part of the plastic hub damaged. It could have happened that the plastic hub was not centered to the fixture when the plastic shield was assembled inducing this damage and detected in the next processes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9129695 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: nip assembly line. It could have happened that the plastic hub was not centered to the fixture when the plastic shield was assembled inducing this damage and detected in the next processes. Rationale: CAPA not required at this time.

Event description:
It was reported that the needle filter blunt fill 18x1-1/2 experienced a tip/luer of syringe that was cracked/damaged/deformed/bent. Product defect was noted during use. The following information was provided by the initial reporter: luer lock fitting was deformed/defective. Operators have reported an incident with luer lock fitting was deformed/defective and not able to secure into corresponding female fitting.